Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the reported malfunctions are traced to component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video scope exhibited a cut at distal end pink probe, and missing adhesive (ke45) at forceps cover. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the b5 describe event or problem. Correct fields: b5.

Event description:
It was observed that during the device evaluation, the video scope exhibited a cut at distal end pink probe, a crack on the light guide lens adhesive and missing thixotropic adhesive at forceps cover. There was no patient involvement.